Event description:
Facility tech reports experienced electrical shock upon changing the o-ring. The metal connector on the leak tester hose assembly came in contact with electrical current running through machine.

Manufacturer narrative:
Evaluation was interviewing injured tech. Stated that the machine was alarming for leak tester; went to remove metal part of leak tester and received an electrical shock. No components were wet and hands weren't wet, wasn't wearing any gloves at the time. Tech refused medical treatment but experienced a tingling sensation for a few hours. Eventually returned to work later that day. No further injuries were reported. Olympus fse repaired the machine on 8-15-06 and reported that machine was returned to full operation/functionality. Checked electrical component condition and power cord.